Event description:
It was reported that unit was returned for maintenance however repair was needed for a moto issue, damaged reciprocating arm, needle bearing, and cable. At product evaluation investigation there was unstable motor speed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the cable insulation was damaged with no exposed wiring, the motor speeds were not stable, the needle bearing was worn, the spring seal and reciprocating arm were damaged, the unit was out of calibration, and the control bar was out of position. The plug harness, motor, reciprocating arm, needle bearing, and spring seal were replaced. Additionally, the control bar was repositioned correctly and the unit was recalibrated and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.